Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va06fgs, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported seeing the ¿poor communication¿ screen on the patient programmer (pp) in (B)(6) 2015. The patient who was indicated for urinary dysfunction and gastrointestinal/pelvic floor had not had a recent implant or procedure. No symptoms were reported. After confirming the antenna was secure in the programmer, synchronizing was attempted, but was unsuccessful. Batteries were changed and the programmer was tried by itself directly over the implant. There was no telemetry. Additional information received from the patient reported a loss or change in therapy; the patient was not feeling stimulation. They were unable to check the implantable neurostimulator (ins) status as the pp wouldn¿t connect with or without the antenna. After receiving the replacement pp, it continued to show the poor communication screen. It was reviewed that the patient should have their healthcare provider (hcp) check the ins. No medical procedures/emi or falls/trauma were related. The patient experienced a loss of therapy. It was noted that the loss of therapy occurred in (B)(6) 2015 and the poor communication screen occurred in (B)(6) 2015. The location of the symptoms was stated to be ¿bathroom use.¿